Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of vessel on a coronary artery bypass surgery, the needle detached from the suture while opening the package. Another device was used to complete the case. There was no patient injury.